Manufacturer narrative:
The hospital has possession of the lead at this time. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a revision procedure for this patient's left ventricular (lv) lead, visual observation of this right atrial (ra) lead revealed evidence of subclavian crush. This lead was therefore explanted and replaced. No adverse patient effects were reported.

Event description:
It was additionally noted that the lead exhibited a fracture. No additional adverse patient effects were reported.